Event description:
It was reported that a patient underwent a sling procedure in 2001. The patient then underwent a second sling procedure in 2002. In 2007, the patient developed inflammation of the left renal pelvis, and consulted a doctor. A calculus (about 1 cm diameter) was found during medical examination, but the surgeon did not consider the calculus as the cause of the inflammation of the renal pelvis. The calculus appears to be penetrating the wall of urinary bladder, and continues to the outside of the bladder, as seen by CT scan. The patient has no symptoms regarding this calculus. The cause of the inflammation is unknown. A procedure is planned for 2007 to remove the calculus.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.